Event description:
A customer had a problem with the single lumen PICC catheter. The customer alleges "the single lumen PICC was removed due to a leak in the catheter below the butterfly; no patient injury was noted."